Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
The insulin pump was received with no up button response due to corroded keypad traces. The insulin had minor scratched lcd window, cracked case at the display window corner, cracked reservoir tube lip and stained end cap sticker.

Event description:
The it was reported that the buttons on the customer's insulin pump were not responding during a bolus delivery attempt. Her blood glucose level was 173 mg/dl. The customer was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.